Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 5/3/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received for evaluation. The cartridge was observed correctly engaged into lower body of the device. The plunger was observed in the advanced position. The plunger was gently pulled back and found locked. No damages or defects are observed on the plunger push rod assembly. Visual inspection at 10x microscope magnification was performed. Scarce viscoelastic residues were observed at the cartridge tube/tip. The cartridge tip is deformed. The lens was observed stuck at the cartridge. The lens leading haptic extends out of the cartridge / insertion device. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: in follow up #1 ¿ device evaluation, the statement was made that the reported issue was verified. After further review this statement was found to be made in error as the reported issue was in fact not verified. The summary of the results of the visual evaluation has been updated to the following: the complaint unit was received in the original folding carton. The cartridge was observed correctly engaged into the lower body of the device. The plunger was observed in its advanced position. The plunger was gently pulled back and found locked. No damages or defects were observed on the plunger push rod assembly. Visual inspection at 10x microscope magnification was performed. Scarce viscoelastic residues were observed at the cartridge tube/tip. The cartridge tip was deformed the lens was observed completely out of the device. The reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
There was a loading/staging problem, so the intraocular lens (iol) would not advance and was not fully inserted. There was patient contact. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Corrected data: device evaluation, the statement was made that the reported issue was verified. After further review this statement was found to be made in error as the reported issue was in fact not verified. The summary of the results of the visual evaluation has been updated to the following: the complaint unit was received in the original folding carton. The cartridge was observed correctly engaged into the lower body of the device. The plunger was observed in its advanced position. The plunger was gently pulled back and found locked. No damages or defects were observed on the plunger push rod assembly. Visual inspection at 10x microscope magnification was performed. Scarce viscoelastic residues were observed at the cartridge tube/tip. The cartridge tip was deformed the lens was observed completely out of the device. The reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.